Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Evaluation of the sample received indicates a tear in the silicone tubing at the connection of the upper pumping segment. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. The root cause for the failure seen in the sample is a misalignment of the silicone tubing to the upper pumping segment during assembly causing a tear in the silicone tubing."

Event description:
It was reported that a as lvp 20d 3ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing broke during priming. Verbatim: we had another alaris tubing issue where the tubing broke during priming. Could you help me initiate this for return as well? Alaris tubing 2426-0007."